Event description:
It was reported that insulin gauge displayed amount different than expected, with pump showing 39 units while caller expected 130 units, and caller was currently experiencing fill estimate issue. There was no reported impact to the customer¿s blood glucose level. Customer had not completed steps to remove air from cartridge, was educated by technical support on proper cartridge air removal and load technique, requested email instructions, and planned to load new cartridge at a later time and follow up if needed.